Event description:
An high incidence rate of falsely elevated patient results was observed for insulin-like growth factor (igf-1) on the immulite 2000 instrument. The customer reported that the laboratory had been using a different company's igf-1 assay, and physicians had expressed concern about the quantity of high patient results. The rate of falsely elevated results had increased from ten percent to twenty-four percent. The laboratory performed a comparison study between the igf-1 assay in use and the immulite 2000 igf-1 assay, and discovered the same high bias. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The cause of the increase in abnormal results for igf-1 is unknown. An urgent medical device correction (umdc), (B)(4) - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in (B)(4) 2012. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2012-00383 was filed on november 20, 2012.(B)(4): additional information: the corrections and removal report (crr) was filed with the FDA on november 28, 2012. The crr number is 2432235-11/28/2012-007-c.